Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A company representative reported that 2 vitrectomy probes were defective. It is unknown when the defect was noticed. Additional information has been requested but not received to date.

Manufacturer narrative:
Sample 1: for this complaint file, the final customer lot was identified. For this final lot, four component probe lots were used to make up the final customer lot. A device history record review for each of the lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Three lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. Two 25ga+ probes were returned for being defective. One probe was transferred to another investigation site after performing preliminary investigation activities, so only one probe investigation is present within this report.the sample was visually inspected and found to be visually conforming. An actuation and cut test was performed and deemed conforming. An aspiration test was performed and deemed nonconforming. No aspiration was obtained. The probe was disassembled and the components inspected. There was a slight resistance felt when removing the inner cutter from the needle. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The needle internal pathway was tested by inserting a wire and the aspiration path was occluded ¾ the distance into the needle.sample 2: the device history record review showed the product was released per specifications. One sample was returned for visual inspection. Approximately 4.5 inches of tubing remained connected to the probe, the remaining tubing and radio frequency identification (rfid) was cutoff and not returned. Further inspection found the return stroke tubing in the forward stroke port and the forward stroke tubing in the return stroke port of the engine. This observed defect will result in the customer's reported event.root cause:sample 1: the complaint did confirm the returned sample was deemed not functional due to no aspiration. The reason for no aspiration was due to the occlusion in the aspiration path of the needle. The reason for this clogged aspiration line could not be determined from this evaluation. The complaint evaluation does indicate that the probe had seen usage for approximately 15 minutes, so this occlusion was not present at the beginning of the surgery and does not indicate a manufacturing issue.sample 2: the customer's event was confirmed. The root cause is consistent with a manufacturing error where the drivelines were connected in reverse during insertion to the probe engine.(B)(4).

Manufacturer narrative:
Sample 1: for this complaint file, the final customer lot was identified. For this final lot, four component probe lots were used to make up the final customer lot. A device history record review for each of the lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Three lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. Two 25ga+ probes were returned for being defective. One probe was transferred to another investigation site after performing preliminary investigation activities, so only one probe investigation is present within this report. The sample was visually inspected and found to be visually conforming. An actuation test was performed and deemed nonconforming. No aspiration was obtained. The probe was disassembled and the components inspected. There was a slight resistance felt when removing the inner cutter from the needle. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The needle internal pathway was tested by inserting a wire and this aspiration path was occluded ¾ the distance into needle. The occlusion could not be isolated from the needle. Sample 2: the 25ga probes were not returned for being defective. For this complaint file, the final customer lot was identified. For this final lot, four component probe lots were used to make up the final customer lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Three lots had no anomalies found. The product was released according to the product¿s acceptance criteria. Root cause: sample 1: the complaint evaluation indicated that the probe met specification at the beginning of its surgical use, but stopped aspirating after approximately 15 minutes of use. The evaluation indicated the root cause for the aspiration issue was from a clogged aspiration in the needle. How the occlusion occurred cannot be determined from this evaluation. It is possible that the occlusion occurred during the procedure since there was evidence of 15 minutes of use. Since all probes are 100% tested for aspiration it is not likely that the probe was occluded upon receipt by the customer. Sample 2: because a sample was not returned and the lot information indicated the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue could not be determined.

Manufacturer narrative:
Additional information: the sample has been received and in-house evaluation is in progress.

Event description:
Additional information provided by the customer clarified that the probes came into contact with the patient. After noticing the issue, a new probe was use. There was no negative consequence for the patient.